Manufacturer narrative:
The catalog number and lot code were not provided. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a total right hip arthroplasty on (B)(6) 2007 in which he was implanted with a stryker hip. Patient continues to have the accolade stem in his hip and undergoes periodic monitoring for elevated metal ions in his blood and/or urine.